Event description:
It was reported that the plaintiff was implanted with an elevate anterior apical prolapse system on (B)(6) 2011 to treat pelvic organ prolapse. It was alleged that the plaintiff experienced emotional distress and a problem with the product.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent. Lawyer-filed report-(B)(4).